Event description:
The manufacturer received information alleging a ventilator would not work. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's overhead blower filter was clogged with dirt and dust. The overhead blower filter was replaced to address the issue.